Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient was receiving IV antibiotic that needed to infuse over 1 hour. IV pump kept alarming air bubble. Writer changed tubbing twice along with changing pump twice. Still alarming air bubble which delayed approx 45 min in patient getting his antibiotic and a huge waste of my time and resources. No air bubble visible and writer primed line with pump. No injury reported.